Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his right side on (B)(6) 2008, and on his left side on (B)(6) 2008. After the surgeries, patient experienced severe pain and discomfort, expressed symptoms indicating a loose implant, and will ultimately undergo revision surgery. He has also suffered loss of muscle mass, loss of sleep, has difficulty maintaining his balance, and walks with a limp. In addition, blood results indicate he has elevated levels of cobalt and chromium in his blood. Update: (B)(6) 2011 plaintiff fact sheet received with part/lot information for left side only.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.